Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
The patient went down a slide and had 2 esd events the day before the system controller screen went white. The event resolved after the system controller was exchanged. The system controller was shipped back.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported issue with the system controller liquid crystal display (lcd) screen was confirmed via analysis of the returned system controller. Visual inspection of the returned system controller (serial number: (B)(6)) was unremarkable. The system controller was connected to power and the system controller's screen was illuminated white; however, no information was displayed. The system controller was connected to a mock loop and appeared to operate as intended despite the lcd screen issue. The system controller was disassembled to inspect the internal components, and no visual issues were observed. The system controller's screen was replaced with a known functional lcd screen and the issue resolved. The system controller underwent preliminary and functional testing with the operational screen. The system controller passed all applicable testing and successfully operated in a mock circulatory loop for an extended period of time without any issues or atypical alarms produced. The data in the downloaded and submitted log files did not indicate any issues with the system controller. Observed electrostatic discharge events are covered under the pump investigation. The observed display damage is consistent with esd. The root cause of the system controller's inability to relay information was determined to be lcd screen damage. The device history records were reviewed and the records reveal that the heartmate 3 system controller, serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿ ¿patient care and management¿ warns that activities that may cause static electricity should be avoided. High levels of static electricity may damage and/or interfere with the electrical parts of the system, disrupt communication, and cause the left ventricular assist device to stop. This section instructs that the device should be connected to battery power when performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 6 also contains a section entitled ¿electrostatic discharge¿ that lists ways to reduce static electricity. Section 7 ¿ ¿alarms and troubleshooting¿ explains system alarms and the recommended actions associated with them. Electrostatic discharge is included in the ¿safety testing and classification¿ tables of this document. Section 1 ¿introduction¿ also describes the artificial pulse mode during which the rotor speed will periodically depart from the fixed speed by 2000 revolutions per minute to contribute to an intentional flow disruption. The heartmate 3 lvas patient handbook section 1 ¿ ¿introduction¿ warns that high levels of static electricity may damage or harm the system and may cause your pump to stop. This section instructs that the device should be connected to battery power before performing activities that can generate static electricity and lists some possible activities that can generate static electricity. Section 4 ¿living with the heartmate 3¿ also contains a section entitled ¿static electricity¿ that lists ways to reduce static electricity. Electrostatic discharge is included in the ¿testing and classification¿ tables of this document. The heartmate 3 patient handbook section 2 ¿ ¿how your heart pump works¿, section 3 ¿ ¿powering the system¿, section 4 ¿ ¿living with the heartmate 3¿, and section 6 ¿ ¿caring for the equipment¿) instructs the user on how to properly maintain their equipment, including the system controller. The heartmate 3 patient handbook section 10 ¿ ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the system controller damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that the system controller screen went blank, just white with no readings and passed self test and pump was running. The log files were submitted for review. It appeared that the event log captured 2 electrostatic discharge events causing the pump to rest twice on (B)(6) 2026. The pump was off for approximately 3 seconds during each reset.